Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail. The patient was referred to the clinic to check the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.